Event description:
It was reported that the patient presented for a pacemaker implant procedure. During implant, the patient had difficult anatomy that led to extensive catheter manipulation. The physician alleged the tethers of the catheter became pinched, which led to separation failure between the delivery catheter and the ventricular leadless pacemaker. The catheter and leadless pacemaker were removed and replaced without further issue during the procedure. The patient was stable.

Manufacturer narrative:
The reported complaint of separation problem was not confirmed. Visual inspection was performed, and the helix length was stretched consistent with damage during implant procedure. Further electrical analysis was performed, and the device exhibited normal device characteristics without any anomalies.